Event description:
The lay user/reporter called lifescan (lfs) on 09/04/06, and alleged that her son's meter was reading inaccurately low. The medical affairs specialist spoke to the reporter on 09/05/06, and obtained and verified the following info. In 2006, the pt's blood glucose was tested and the result was "lo". This occurred after the meter had gotten wet and was allowed to dry. His mother gave him two glucose tablets and retested on the same meter a few minutes later and obtained a result of 342 mg/dl. The pt is a toddler and according to his mother, it is difficult to detect if he is experiencing symptoms. She reported that he was acting "crabby" at the time of testing. She tested him on another meter immediately after and obtained a result of 345 mg/dl. With the high blood glucose confirmed, she gave him a shot of regular insulin and he felt better afterwards. She retested him later (at lunchtime) and the result was "normal". The pt's mother did not seek out medical attention for the pt. The testing technique was correct and the technique for cleaning the puncture site was correct. The reporter performed a control solution test, which passed. A replacement meter has been sent. This complaint is being reported, as the pt obtained a low result on his meter and was treated for low, however, minutes later the pt's blood glucose was found to be 345 mg/dl. It is not known if the pt was experiencing symptoms at the time based on the mother's comment. The pt rec'd insulin to lower his blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in supplemental report.